Event description:
It was reported that the patient underwent a lumbar decompression and interbody fusion. It is alleged that the patient was caused severe injuries, great pain and suffering and will have to undergo future medical treatment. It is further alleged that the patient is disabled from normal activities and employment.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies have been returned to the manufacturer for evaluation.